Manufacturer narrative:
Integra has completed their internal investigation on 05/20/2014. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: repair evaluation: the complaint was not confirmed - no issues observed. The returned unit, it has passed all specific functional testing requirements except for the lock having rotational movement. When unit is properly positioned and under pressure, unit would not have caused slippage. Unit needed heli-coils added to large starburst threads. General maintenance and cleaning was required. This device was manufactured in q2 of 2012 and a review of dhrs containing lot code 124 showed that the following lots passed the required inspection points without mrrs, variances or reworks. Service history: date of service: (B)(4) 2013, reason for service: complaint/item involved in incident with patient, date of service: (B)(4) 2013, reason for service: complaint/skull clamp slipped on patient and cut patient. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The initial report received on (B)(6) 2014 indicated the following: "a1108 triad skull clamp-item involved in incident." On (B)(6), 2014, a medwatch with uf/importer report number: (B)(4) was received. The information received was described as follows: when surgical drape came off, physician noted a 5cm laceration from mayfield pin site. Pin slipped; laceration was washed out. This facility has had several similar events with this type of device. Education has been provided to staff that use and apply the device by the manufacturer. It is unclear why these events continue to occur. The original intended procedure was suboccipital - cervical 4 - thoracic 1, laminoplasty; intradural lysis of adhesion; placement of lumbar drain. Device usage problem: the device malfunction, "the device did not do what it was supposed to do." The patient recovered from the laceration.